Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. A corrective and preventive action (CAPA) investigation was performed to further evaluate this behavior and it was determined that a corrective action is not warranted. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our of quality systems process.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to unable to extend/retract helix after repositioning the lead. A different rv lead was implanted successfully. No adverse patient effects were reported.